Event description:
The customer reported that the delay of greater than 30 minutes did not result in patient harm. The procedure itself was complex due to the patient¿s condition and bleeding and clots which made visibility difficult. Backup gastroscopes on hand were used, but did not provide assistance with visibility or locating bleeding source. The staff reported the case would have been extended regardless, due to nature of the bleeding and the length of time for the procedure was also due to the difficult nature of the condition and not as a direct result of the device performance. The procedure was abandoned due to existing patient directives and family decision, as the patient would have required surgery but had documentation for no heroic measures (including surgery).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the final investigation. Updated fields: b5, h2 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus and underwent a visual inspection and functional tests. The customer¿s allegation of dull light source was confirmed. The customers allegation of hot near processor was unable to be reproduced. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct investigational coding. Corrections to h6 and h11. The device was returned to olympus and underwent a visual inspection and functional tests. The customer¿s allegation of dull light source was confirmed. The customer's allegation of hot near processor was unable to be reproduced. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the inspection identified dirt on the lens, probable cause dull light source was noted to be dirt adhering to the surface of the lighting lens during handling. The reported event of hot near processor was not reproducible and probable cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic gastroscopy under sedation, the gastrointestinal videoscope experienced non-reportable events of light source dull and hot near processor connector. These events resulted in a procedural delay of greater than 30 minutes. The procedure was completed with same device. There were no reports of patient harm.